Event description:
It has been reported to philips that the azurion device would not x-ray. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that x ray was not possible. Troubleshooting actions showed the hard drive was full. The fse deleted the files of the hard disks and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint and, according to the additional information collected, the system malfunctioned during a diagnostic procedure. The issue was resolved via the device's recovery action (restart) which allowed for procedural continuation. The log file analysis performed by the philips field service engineer (fse) identified a large logging trace file causing the disk (d:\ partition) of the suite pc to be full. The fse deleted the trace log files from the hard drive to resolve this issue and returned the device to use in good working order. Philips has initiated a field safety corrective action (2024-igt-bst-002). At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information was received that identified that the issue was resolved by restarting the system. If a loss of function occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of function issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss function is restored with one warm or cold restart and the procedure is completed, it is unlikely that the issue would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips has therefore concluded this event to be not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in diagnosis procedure when the issue occurred, and the procedure got completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray system failed, and live image was black. Review of the system log file showed that the hard disk was full. To resolve this issue the fse deleted the log files this temporarily resolved the issue. 3 days later, however the system was reported with system would not x-ray in the middle of an exam and after replacement of the foot switch the issue got resolved and, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The diagnostic procedure was completed by restarting the system. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint and, according to the additional information collected, the system malfunctioned during a diagnostic procedure. The issue was resolved via the device's recovery action (restart) which allowed for procedural continuation. The log file analysis performed by the philips field service engineer (fse) identified a large logging trace file causing the disk (d:\ partition) of the suite pc to be full. The fse deleted the trace log files from the hard drive to resolve this issue and returned the device to use in good working order. Philips has initiated a medical device correction (z-2534-2024). The codes were updated based on the investigation outcome.